Event description:
It was reported that the mobile programmer application froze during use on the ''end now'' screen. The user was able to get past the frozen screen but there was not transmission of data. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.